Manufacturer narrative:
The ipg returned revealed the battery to be depleted, this was suspected to be normal battery depletion. During destructive analysis a faulty reed switch was also noted. This failure would not have been recognized by the customer unless the device control magnet was enabled and the patient attempted to use the magnet. Additional testing is being conducted and the results will be presented when available.

Event description:
Information received indicates that the device system was explanted due to battery depletion. No further information has been made available from the hcp at this time.